Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue is determined to be patient condition because of the pump was unable to advance and the catheter was kinked due to vascular anatomy of the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a male patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella 5.5 pump was unable to advance beyond the innominate-aortic junction during attempted delivery. After multiple failed attempts, the catheter began to kink and the decision was made to attempt placement with another impella 5.5 pump. There was no patient harm.